Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that an alarm for low leak co2 (carbon dioxide) rebreathing risk occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device.

Manufacturer narrative:
The customer found a third-party service company to replace the flow sensor assembly to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.